Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a minor shock resulting from a fluid leak originating in their coulter lh 750 hematology analyzer that had spread onto the eps/pps (power supply) floor unit. . The reported shock was received when the operator made contact with the eps/pps floor unit. The fluid leak consisted of blood and diluent. The operator was wearing personal protective equipment (ppe - lab coat, gloves) at the time of the event. There was no exposure to open wounds or mucous membranes of the operator. The minor shock the operator received did not result in any injury. The operator did not seek medical attention. There was no report of flames, arcing, or apparent smoke. The fire department was not called and the use of a fire extinguisher was not required. The customer reported that the material safety data sheet (msds) was reviewed. The customer has an exposure control/risk management plan in place. There was no serious injury or impact to patient treatment attributed to or associated with this event. The customer reported that the main power to the analyzer was turned off after the operator experienced the minor shock. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse reported that the manual probe rinse cup had become disconnected from the actuator resulting in leaking when a rinse cycle occurs. The fse reinstalled the rinse cup which resolved the leak issue. The fse conducted additional repairs to the analyzer consisting of replacing the analyzer microcontroller card and the differential elyse pump. Repairs were conducted per established procedures. Verification results met published performance specifications.